Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #5 eon stem. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding a revision due to cement mantle failure involving an unknown eon stem was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Removed eon stem, head and 46 mm bipolar head. Additional info received (B)(4) 2014: cement mantel failed.

Event description:
Removed eon stem, head and 46 mm bipolar head. Additional info received (B)(4) 2014: cement mantel failed.